Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-03990 and 2134265-2016-03991. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled. During procedure, it was noticed that sometimes automatic pull back did not work and the pullback gear of the motor drive unit (mdu) 5 plus was damaged. Furthermore, the lock part of reusable sled sometimes floated. No patient complications were reported.